Event description:
It was reported that a cartridge change error occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, thus there was no adverse impact. The customer was instructed to perform various checks on the pump, such as inspecting and cleaning the o-ring and pneumatic tap area, and after some initial attempts were unsuccessful, they were advised to seek assistance from their husband. Eventually, with their partner's help, they were able to successfully load a new cartridge onto the pump, and no further action was required.